Manufacturer narrative:
Batch review performed on 20 october 2021: lot 113913: (B)(4) items manufactured and released on 12-jan-2012. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs manager: hip revision performed 9 years and 8 months after cementless total hip arthroplasty in a (B)(6) year old, heavy ((B)(6) kg) man. No information concerning patient general health status and the presence of comorbidities is available. The image provided does not allow a complete evaluation, however distal stem fixation and a radiolucent area in the proximal stem region suggesting implant mobilization are visible. Implants position and patient anatomy cannot be properly assessed on the basis of the image provided. Aseptic loosening is a possible literature described adverse event after cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined. Visual inspection performed by r&d manager: during the analysis it is evaluated that the ha coating is present of proximal part of the stem body and additionally some fragments are present also on the second half of the stem body. This is completely unexpected due the fact that the stem has been implanted since 2012 meaning that the stem was not correctly osseointegrated. The incorrect osseointegration should be the root cause of reported stem loosening. It is not possible to determine the clinical cause of incorrect osseointegration. Some signs and scratches are present on the neck part of the stem probably due to revision surgery.

Event description:
Revision surgery performed 9 years an 8 months after primary due to stem loosening. All components revised successfully.

Manufacturer narrative:
Follow-up 1: on (B)(6) 2026 during the management of the complaint (B)(4) (awareness date 25.mar.2026, notified on 26.mar.2026), the following were updated given that it is related to the same patient: a1: patient's initial (B)(6). D6a: date of primary surgery (B)(6) 2012.